Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 9331301 for evaluation. A review of the device history record was performed on the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a blueish speck near the tip of the catheter. The speck was found to be embedded in the catheter tubing and could not be removed for testing. Material can become embedded inside of the catheter tubing during the extrusion process or during the tipping process. Embedded foreign that occurs during the tipping process is most commonly observed at the tip of the catheter tubing, which is not the case with this foreign. The tubing was cut across the center of the observable foreign matter. The foreign matter was observed on both the inner and outer wall of the catheter tubing and extending into the tubing. This defect would likely have occurred during the extrusion process of the catheter tubing. The extrusion process and quality engineers did not recognize the foreign matter to be part of the extrusion process. Therefore, its origin is more likely environmental. Based off the visual inspection and testing the engineer was able to verify the reported defect of foreign matter.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheter tip. This was discovered before use. The following information was provided by the initial reporter: insyte autoguard was found to be damaged before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheter tip. This was discovered before use. The following information was provided by the initial reporter: insyte autoguard was found to be damaged before use.